Event description:
Information was received regarding a cadd cassette reservoir. It was reported the during the use of the product, a "no message" alarm went off. Even after attaching the cassette to the pump once again and replacing the pump with another one, the alarm persisted. So the customer changed the cassette to another new one. After that, the alarm was settled. No adverse effect was noted.

Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device examination showed the pump tube component was crimped in one area. However, the device was successfully connected and primed. The device was found to function as expected with no pump alarm messages. The reported issue was not confirmed.